Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: since reporting this event, I was made aware, that the patient died. The cause of death is not related to the stapler event. The device failure was caused by an instrument stuck in the jaw of the stapler. The patient received a thoracotomy approach for cardiac surgery. The stapler event occurred during a wedge resection of the lung, to get access to the heart. Once they opened a 2nd stapler, the wedge resection was completed with no further issues. Then the surgery proceeded to the 2nd part, the cardiac procedure. This surgery took some hours. The patient died as a result of cardiac complications intraoperatively. What was the previous cardiac procedures the patient had? Unknown what cardiac complication cause this patient to result in death? Heart failure

Event description:
It was reported that the cardiac patient had previous cardiac procedures. During dissection of adhesions on the lung, the surgeon called for a powered echelon 45mm to excise a wedge of lung tissue. Gst45b was colour reload. 2 rows of stapling was completed. A 3rd reload was requested, and the stapler was fired. Surgeon commented that the stapler hadn't fired, and somewhat stuck. They could not open the jaws, and the knife reverse button, didn't allow the jaws to open. They called for another thoracic surgeon, with familiar with echelon. They moved straight to bail out steps. Wound the black lever back and forth. Stapler would not open. Surgeons call for a 2nd stapler, loaded a gst45b, and stapled below the stuck stapler which worked. Then they removed the stuck stapler, and duval instrument and the wedge of tissue. One of the surgeons investigated the jaw of the stapler that would not open to find, that the instrument was stuck in the jaw. Once they removed the instrument, the stapler opened, as normal. Procedure continued with no further issues with stapling.